Event description:
It was reported that the patient's generator and the lead were removed because side effects were bigger than benefit. Physician believes the event is related to vns stimulation. It was noted that the explanted products were discarded. No other relevant information has been received to date.